Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the tip of the craniotome device was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had cosmetic damage, the neuro-tip was bent, the bearings were damaged, parts of color marking were chipped off, the crani bracket was damaged (wear), the device was missing balls and the cage did not exist and the ball bearings fell apart. It was further determined that the device failed pre-tests for temperature, cutter insertion, lock operation, visual assessment and the cutter insertion test. An assessment was performed which found that the bearings are worn out which created a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The failure was caused by worn out bearings (normal wear). The bent neuro-tip was due to excessive lateral force being placed on the device causing the neuro-tip to bend, damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.